Manufacturer narrative:
Mentor received additional event information that the patient experienced bilateral rupture of implants post-operatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2018. Additional details regarding the patient and the suspect medical device were provided; the file has been updated accordingly. This medwatch report is for the left-sided implant. The suspect medical device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient had decided to get replacement implants and is scheduled to undergo breast augmentation revision with unspecified mentor gel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient experienced bilateral rupture of implants post-operatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2018. Additional details regarding the patient and the suspect medical device were provided; the file has been updated accordingly. This medwatch report is for the left-sided implant. The suspect medical device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with unknown mentor gel breast implant experienced left-sided capsular contracture post-operatively, baker grade unknown. As a result, the patient underwent explantation in (B)(6) 2018.